Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced device test failed, possible under delivery anomaly. The customer reported blood glucose value of 21 mmol/l. The customer reported hyperglycemia and was treated with hospitalization: overnight stay, manual injection/insulin pen. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer has been using the insulin pump system within 48 hours of reported event. High pressure test did not pass twice. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section h6 (health effect - impact code 4607 removed) with this report. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08540 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 01-nov-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 01-nov-2024 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000. Dailytotalofallinsulindelivered: 302000 (30.2 u). Dailytotalofbasalinsulindelivered: 111000 (11.1 u). Dailytotalofbolusinsulindelivered: 191000 (19.1 u). (B)(6) 2024 00:41:01.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 41000 (4.1 u). Bolusamountdelivered: 41000 (4.1 u). (B)(6) 2024 01:49:15.000 normalbolusdelivered (220). Bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 50000 (5 u). Bolusamountdelivered: 50000 (5 u). (B)(6) 2024 03:46:14.000 normalbolusdelivered (220). Bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 50000 (5 u). Bolusamountdelivered: 50000 (5 u). (B)(6) 2024 05:27:29.000 normalbolusdelivered (220). Bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 50000 (5 u). Bolusamountdelivered: 50000 (5 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 01-nov-2024 in the formatted history file. Sgcalibrationerror (776) was found on: (B)(6) 2024 22:15:54.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sg calibration error or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was found on: (B)(6) 2024 21:18:00.000. Pump error 23 alarm was found on: (B)(6) 2024 21:18:22.000. Power loss alarm was found on: (B)(6) 2024 21:18:36.000. (B)(6) 2024 21:18:44.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. No unexpected pump error 23 alarm and power loss alarm noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.